Event description:
Patient had a charite artificial disc unknown size, placed at l4/5 & l5/s1. The charite at l5/s1 was sitting off lateral to midline and posterior. The position of the device was causing neural compression. A revision was performed. The charite was removed, and a decompression with pedicle screw fixation was performed.

Manufacturer narrative:
Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.